Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a blank display, several no delivery alarms, and low and high blood glucose levels. The customer was able to resolve the blank display by inserting a new battery. The customer was able to resolve the no delivery alarm by a complete set change. The customer's blood glucose level was 40 mg/dl at the lowest and 500 mg/dl at the highest. The customer treated with the insulin pump. The product was not replaced or returned.